Event description:
The rptr did meter to lab comparison tests. Meter reading (capillary) was 126 mg/dl, and a venous lab test was 161 mg/dl. Rptr felt higher than their meter read. On f/u, the rptr stated that they work in a hospital. Rptr had felt groggy the day of the reported tests, and knew blood sugars were higher than meter results. Rptr stated that using new control solution and strips, they did a test that was in range, and had since done another meter/lab test with results of 135 vs 130, respectively. No harm was alleged.